Manufacturer narrative:
The customer returned the suspect vac pac device to natus for evaluation. A one milimeter pinhole and a 16 by 2 milimeter scratch were found during the evaluation of the device. The suspected cause of the hole and/or leak is user damage. The customer was provided information for storage, repair, testing and replacement, and the customer opted to replace their vac pac under warranty. Users are instructed to check the vac pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device had a hole that leaks. The customer also reported that there appears to be no visible damage on the vac pac. There has been no report of death, injury or delay in treatment, and no patient involvement was reported. The vac pac device has been reported to have been purchased in (B)(6) 2017.